Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00872 and 3007042319-2014-01047) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The controller and batteries were exchanged without incident and there was no reported patient injury. The controller and batteries were returned to heartware. Review of the controller log files did not confirm a critical battery alarm as described by the patient but there were potential switching events. Additionally, there was a vad stop confirmed via the log file on the same date as the reported event. The controller passed visual and functional examination. Thorough external visual inspection of all the batteries revealed no signs of physical damage or contamination. Batteries (B)(4) passed functional testing; however, battery (B)(4) failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00872 and -2014-01047) submitted for devices related to the same event.

Event description:
Approximately one year and three months post hvad implantation it was reported that the patient experienced a critical battery alarm and a controller power up event. Controller and batteries were replaced. There was no reported patient injury as a result of this event. Preliminary review of log files through the reported event date indicates a loss of power near the reported event date.